Event description:
It was reported that the patient was an alzheimer¿s research patient. The patient¿s previous device lasted eleven months and the she had no issues with it, except the settings were ¿played¿ with towards the end being an experimental implant. However, the patient¿s current implant was put in six months ago and was found to be down to 2.60 volts on the day of the report. The reporter wanted to know if this was expected, so an estimate was run and the longevity was accurate. The depletion was considered normal as the patient¿s settings were quite high. The problem was that the reporter did not see an elective replacement indicator (eri), even though it would be expected. No further troubleshooting was done, but the patient was supposed to check the battery daily while being scheduled for a replacement. The cause of the issue was not determined, but it was device related. The patient was doing fine and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3391s-40, lot# v591640, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).